Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Obstruction was not due to thrombus. There were no recent changes to pump parameters. Ramp test was done, and they did not observe any sign of the obstruction. CT scans were not provided by the healthcare providers. The patient was stable, and no adverse consequences were stated by the healthcare providers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during regular follow-up in clinic, patient had a computed tomography (CT) scan to check on possible extrinsic outflow graft obstruction (eogo). Healthcare providers reported an eogo of around 40%. However, the patient had no symptoms nor low flows. They were feeling okay. Team had decided to monitor closely.